Manufacturer narrative:
Correction: - the serial number of the explanted lead is (B)(4) rather than (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During a device interrogation, it was noted that the vs marker was tracking p-waves and that ventricular pacing was stimulating the atrium. It was determined that the lead dislodged. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Correction: - the aware date for the previous supplemental report was (B)(6)2018, rather than (B)(6)2018. (B)(4)should have been submitted with the initial report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.